Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper. Two images were received for evaluation. One image depicted the distal end of a bipolar fenestrated grasper. Part of the white plastic pulley was noted to be disengaged, and the piece was not seen outside the body. The energy cable was also noted to be disengaged. One image depicted the housing of a bipolar fenestrated grasper showing the serial number that matched what was reported. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, during uterus dissection, the bipolar fenestrated grasper broke. The white part of the bipolar fenestrated grasper broke with associated cable breakage and fell into patient cavity. The broken component was retrieved and removed using a bipolar maryland forceps. The bipolar fenestrated grasper was removed from the surgical field using the broken instrument protocol and exchanged with a new instrument to complete the procedure. It took two to three minutes to resolve the issue. There was no patient injury.